Manufacturer narrative:
The product has been returned to medtronic. At the conclusion of the analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 2 months post implant of this bioprosthetic valve, the valve was explanted due to regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, green multifilament sutures remained attached to the sewing ring with suture holes evident. Damage was noted along the sewing ring most likely occurred during the explant of the device. The stent posts appeared slightly deflected. All leaflets were in the closed position with the adjacent free margins not touching each other. All leaflets were stiff but flexible. The left and noncoronary cusps were intact. A tear/abrasion was noted on the belly of the right cusp which appeared to be consistent with historical finding for cusp contact with the bias cloth. All commissures appeared intact. The right noncoronary was slightly covered with pannus on the top of the superior coaptive area. Pannus lined the inflow and outflow aspects of the sewing ring. An unknown amount of pannus appeared to have been removed during the explant of the device. The right noncoronary stent p ost was encapsulated by pannus. Conclusion: based on the information received, deflection of the stent posts in this case can potentially result in more contact of the leaflet onto the cloth due to the altered position of the outflow rail and stent posts. Exactly when and how the stent post deflection occurred cannot be determined. Each valve is inspected for deflection/distortion and this valve passed the inspection prior to release for distribution. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Pannus overgrowth is a known inherent risk of surgical valve replacement. The most likely cause for the reported regurgitation was due to the observed tear/abrasion in the right cusp. If information is provided in the future, a supplemental report will be issued.